Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under x-ray during a follow-up in clinic. The patient will be monitored remotely, and will be followed up again in 6 months. The patient was doing fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the lead was extracted and replaced due to an extrusion of the components of the lead. The patient was discharged post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.8 cm was returned for analysis. Internal insulation abrasion was noted at 9.4-12.4 cm from the distal tip. The etfe coating was intact at this location. Other damages observed were consistent with procedural damages.